Manufacturer narrative:
Philips service replaced the pfs-418 cfg2 hdd and reconfigured the system, returning the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system slow to boot due to defective hdd with bad sectors on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.